Event description:
Reportedly, the subject device was programmed to deliver 600ml of a chemotherapy drug at a rate of 42ml/hr. At 8:00, the nurse noted that approx 600ml remained in the bag.around 10:00, the pump alarmed and the bag was empty. The reporter stated that, per the pt, the device had alarmed a few times and been tended to by other unspecified staff. There was no pt injury.